Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states they received motor position encoder error alarm and motor error on the customer's pump. The customer's blood glucose level at the time of incident was 217mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. We were unable to confirm error alarm due to several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform excessive no delivery test, self-test, off no power test and occlusion test due to motor error alarms. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, scratched reservoir tube window and bleeding lcd glass.